Event description:
Initially, the patient called corporate product surveillance on (B) (6) 2010 to report that while in the hospital to treat a broken leg, between (B) (6) and (B) (6) 2009, an unspecified syringe pump delivered too much "28 units" of unspecified dilaudid to the patient. Patient stated that the over infusion occurred on either (B) (6) or (B) (6) 2009. Patient stated that as a result he could not breathe and that he was treated with an oxygen mask for about 15-20 minutes until he was no longer gasping for breath. Patient stated that he now has problems with his memory. Patient stated that he leg still hurts and that the patient asked his physician if the incident with the dilaudid could be related to the continuing leg pain. Patient stated that the physician did not record the event in the patient's file and that the patient is searching for more information regarding the incident. Additional information was received from the patient's wife, (B) (6), on 02/02/2010: the patient was at a local rodeo on (B) (6) 2009 and was riding a bull when he fell and fractured his leg. The patient was hospitalized and receiving and pain medication via an unknown baxter syringe pump and the patient could self administer medication every 15 minutes (patient controlled analgesia -pca) reportedly on (B) (6) 2009, the patient pushed the button for more pain medication and the pump continued to dispense medication without further pushing the pump button. The wife indicated the patient began to "holler", she went back in the room and then called the nurse to come and check the pump. The nurse came into the room and reportedly was unable to open the pump and stop the infusion so the patient told her to disconnect the pump from the wall outlet. The wife stated she thought the patient had received "28" units of medication at that time. The patient experienced "trouble breathing" and the nurse administered oxygen. The wife indicated 2 other nurses came into the room and stayed with the patient for approximately 2.5 hours. The patient did not receive any medication to reverse the effects of the pain medication. The wife stated the pump was disconnected and taken out of the room to be sent to the maintenance department for repair. The pump was not replaced with another device. The wife was unable to provide the name of the pump or the pump serial number. The wife indicated the patient had seen his physician last week, told him about the event and the physician indicated he was unaware of the event. The wife stated she is not sure if the patient has residual effects from this event but has noted his memory and speech are not the same as before the event. The wife indicated the patient has seen a lawyer, (B) (6), in 2009 to discuss this event. The wife agreed to contact (B) (6), at (B) (6), to provide a release for baxter to discuss the event with the hospital. The patient's date of birth (dob) is (B) (6), he has no medical history and is on no medications.

Event description:
Additional following information was received from litigation documents provided by the patient's lawyer: the (B) (6) male patient was admitted through the (B) (6) medical center emergency department (ed) on (B) (6) 2009 after riding a bull resulting in a fracture of the right tibia and fibula. The patient reported after being thrown from the bull and stepped on he immediately experienced pain to the right leg and was unable to bear weight. X-rays were taken and confirmed a comminuted fracture of the mid shaft right tibia and fibula. The patient was admitted to the hospital and scheduled for scheduled for surgery for fixation of the fracture. Surgery for intramedulary (im) nailing of right tibia to align fracture and place in nail to stabilize was performed on (B) (6) 2009. Vital signs were stable on admission. The patient was placed on a patient controlled analgesia (pca) pump with dilaudid, concentration 0.2mg/cc, basal rate 0.2mg, pca dose 0.2mg, lockout 15 minutes. On (B) (6) 2009, the nursing note indicates 19cc of dilaudid had infused in fifteen minutes. The pump was stopped, the physician notified and the pca discontinued. The patient was discharged to home on (B) (6) 2009.

Manufacturer narrative:
(B) (4).the serial number of the device was not received. No evaluation of the device has been performed.

Manufacturer narrative:
(B) (4). The reporter information is currently: consumer confidential. The device whereabouts are currently unknown. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.